Event description:
According to the information received, the 32mm amplatzer septal occluder (aso) was successfully placed and looked good on echocardiogram. The aso was released and was properly positioned. A few hours later, the patient had a scan and determined the aso had embolized. The patient returned to the cath lab where a percutaneously retrieval was performed. No other devices were placed in the patient at this time and a surgical option is being considered.

Manufacturer narrative:
The amplatzer septal occluder was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 12f loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.

Manufacturer narrative:
Two cds were received for review. The first cd showed fluoroscopic images of the catheterization procedure and device deployment. A snare was used to successfully retrieve the embolized device. The second cd contained tee images of the procedure. Based on the information received, the cause of the embolization remains unknown.